Event description:
It was reported that the caller reported that the recharger doesn't power up when the power button is pressed. The caller indicated that when the recharger was on the dock the lights were not turning on. The caller confirmed that the dock was connected to the ac adapter and the dock's green power light was on. The caller tried to reset the recharger twice (once while on the dock and once off the dock) by holding the power button for 45 seconds. The caller indicated that when the recharger was placed on the dock after the resets, the lights flashed but the battery light did not blink as it normally would when charging. A third attempt was made, however the issue was not resolved through troubleshooting. There was no patient involvement. It was reported that there was an rm06 error. It was also stated that it was taking too long to charge. Additional information received from the manufacturing representative reported that it was taking too long to charge. The patient did not have the remote to see what error code rm was. It was advised to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), and product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, and serial/lot #: (B)(6). H3: analysis of the recharger, model wr9200 , s/n (B)(6), revealed the firmware was corrupted; the device experienced a known firmware anomaly where the manufacturing settings are erased if the device is removed from dock too quickly during the initial bootup. The clearing of the shipping mode via a write to flash memory must not have a loss of power during this time. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: canada. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.